Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer thought the fill estimate was incorrect and then the pump showed a minimum fill alert. The customer's blood glucose (bg) level was 380 mg/dl and a correction bolus was delivered to address the high bg level. The customer stated that the fill tubing step was performed multiple times with the cartridge that was on the pump. The customer loaded a new cartridge and insulin delivery was resumed. The customer reported that this type of event has occurred multiple times. Tandem technical support reviewed the pump data and no fill estimate issues were observed. The customer was to use insulin injections to manage diabetes.